Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/I, batch: 26809468.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to lead migration. The physician replaced the lead and the burr hole cover (bhc). The physician suspected that the fixation force of the burr hole cover may be weak. The patient was doing fine post-operatively. The explanted devices were discarded by the medical facility.